Manufacturer narrative:
(B)(4). Dexcom labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced continuous glucose monitor (cgm) inaccuracies and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. It was reported that the patient's parents were in the garage for a couple of hours and found the patient on the floor unconscious and unresponsive in her room. The patient's parents rushed the patient to the hospital and before arriving to the hospital, the patient's father administered the patient with 23 units of insulin. The patient was hospitalized due to being unresponsive. The patient's mother stated that the doctor said that the incident may be due to an infection. It was indicated that the patient's mother forgot to calibrate that day. At the time of contact, the patient was in good condition and was expected to leave the hospital in a couple days. No additional patient or event information is available. No data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.